Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain. Patient states that she is unable to turn stimulation up to desired intensity. Rep interrogated the patient battery and upon interrogation rep found that there is damaged to three of the contacts on lead 0-7. Contact 0,2 <(>&<)>6 all show that they are >40,000 and have been damaged. Patient states she doesn¿t know if this is caused from the fall when she was in california around 29 november. She states she can¿t remember if she was having issues turning it up prior to her trip because she did not take it with her on her trip. Rep was able to reprogram patient avoiding all damage contacts. Patient was able to feel stimulation and all areas that she needed. All three groups were adjusted. Patient is going to try all three groups for seven days each. Patient will contact hcp office if relief is not comparable to how it was prior to her fall. The issue is resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2023-dec-19 e1 (rep): additional information was received from the manufacturer representative (rep). The rep clarified that the damaged mentioned is regarding high impedances.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had high impedances. All maintenance readings were greater than 40,000 ohms. In addition to the impedance issue, the patient experienced a loss of stimulation. Troubleshooting was performed which included successfully programming to patient's pain pattern on lead 8 through 15. Rep noted that the troubleshooting steps resolved the issue. Rep noted that they will report any new information that they become aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.